Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) displayed a 'back flow' message when the centrifugal drive motor was idle. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the flow sensor and performed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. While the pump was stopped, and no fluid was flowing through the circuit, the sensor reported a negative flow value (backflow). The sensor was disconnected so the pump could start, then reconnected while the pump was operating. After doing this, the sensor read a flow rate less than that of the calculated value on the pump display. The pst installed a luo flow sensor, and it functioned as intended. It was determined that the flow sensor did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.